Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was received. The reporter stated that there was no patient harm during surgery. There were no delays to the surgical procedure and a spare device was used to successfully complete the procedure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a damaged component: cable/cord/wiring, defective motor and controller (liquid damage), and missing pin on the coupling. The device was also reported to have failed the following pre-tests: loctite and cable assessment, motor thermistor assessment, hand control assessment and safety assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device got stuck. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.